Manufacturer narrative:
During further investigation, a visual inspection of the customer returned battery revealed no signs of damage or contamination were found. Testing showed no errors and the internal battery verification test passed. The ventilator was run for at least one hour on battery and the ventilator deliver breaths for the whole duration without any errors. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned battery was installed in an fi test ventilator. The ventilator was repeatedly started up and shut down on ac and on battery and transitioned between ac and battery power. Internal battery verification test was performed and passed. The ventilator was run on battery for one hour. No errors occurred and no failure was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a battery was failing. The battery was installed on (B)(6) 2016. Customer indicated that when the battery was connected to the v60 vent, the unit would not transition from ac power to dc power, as soon as ac power would be unplugged from the wall, the unit would alarm and shut down. There was no patient involvement.